Event description:
Additional information was received indicating that the patient had a seizure and lost feeling of her left side. The patient was told by the ER staff that it was todd's syndrome. The patient still has not followed up with a neurologist about her seizures. The patient now reports that the increase in seizures began (B)(6) 2011 even though the initial report came in (B)(6) 2011.

Event description:
A medical assistant stated that a vns pt was having painful stimulation at the generator site, which started the previous night. The pt's device had recently been turned up due to an increase in seizures, but the output current had to be decreased due to intolerance. The medical professional expressed concern that the pt was seeking medications as no treatments seemed to please the pt. Good faith attempts to date for more info on the reported events have been unsuccessful to date.